Event description:
An aneurx stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was a short aortic neck and severely angulated. The length from the renal arteries to the bifurcation was 8.5 cm. It was reported that the patient was not a good candidate for surgical endovascular repair due to patient's age and or co-morbidities. It was reported the physician attempted to treat the patient with endovascular repair. Stent graft deployment began where the physician intended however, when the physician positioned the stent graft just below the renal arteries, the stent graft was inadvertently pulled into the aneurysm. The cause of the device being inaccurately placed was due to the patient's short and severely angulated of the aortic neck. The physician elected to convert the patient to an open surgical repair. No additional sequelae were reported and the patient is stable.

Manufacturer narrative:
Evaluation: results: patient's condition affected effectiveness of device (distance from the renal arteries to the aortic bifurcation was short and severally angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (distance from the renal arteries to the aortic bifurcation was short and severely angulated aortic neck).